Event description:
It was reported to gems that the gantry balance weight became detached while the gantry was rotating. The detached weight caused damage to internal gantry components and to the protective cover before coming to rest of the gantry base. The weight did not exit the protective cover. There were no people involved and no injury. Four bolts provide attachment of the weight. All four bolts were broken, resulting in the event. The bolts are designed to meet a 4x safety factor. At this time, a definitive root cause for the failure has yet to be determined. The bolts are being returned to engineering for analysis. The system in question has been repaired.